Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a positron emission tomography scan (pet) which revealed inflammation in the device pocket area. An infection is suspected but not confirmed. The patient's system remains in use. No further patient complications have been reported as a result of this event.